Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified proximal right coronary artery (rca) approximately distal rca. The lesion was pre-dilated with a 3.0x15mm non-bsc balloon. The physician attempted to implant a taxus express2 3.0x32mm drug eluting stent (des) to the target lesion but the device was unable to cross the lesion. The physician tried two wires technique, but it was unable to cross the lesion. The device was removed from inside the pt and the physician noticed the distal portion of the stent lifted up. The procedure was completed with non-bsc 3.0x30mm stent. No injuries or complications were reported. Pt's status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specification at the time of release to distribution. The most probable root cause is determined to be due to operational context.